Manufacturer narrative:
(B)(4). The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that while preparing the steerable guiding catheter (sgc) for use, multiple 3-way stopcocks would not screw onto the sgc flush port, which has the potential to compromise the fluid path integrity, and may cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While preparing the steerable guiding catheter (sgc) for use, multiple 3-way stopcocks were attempted, but would not screw onto the sgc flush port. The 3-way stopcocks would pop back off the thread of the flush port. A flush line was then attached to the sgc flush port, with 3 way stopcock attached to end of flush line, and the sgc was used successfully. The procedure was completed successfully, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported loose/intermittent connection between the stopcock and the steerable guide catheter (sgc) flush port was confirmed. Furthermore, stress marks were identified on the flush port. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported loose/intermittent connection is possibly related to variation in the non-abbott stopcocks usage at the account as the returned stopcock was unable to thread onto the returned and proxy sgc devices, but a proxy stopcock was able to thread onto the returned sgc flush port successfully; however, this cannot be definitively determined. Furthermore, the observed stress marks on the sgc flush port are likely a procedural condition of the reported loose connection when the multiple stopcocks were attempted but unable to securely tighten. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.